Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain and instabiliy with evidence of metallosis and cystic psuedotumor. Operative findings include 500 cc of brown/black fluid and adverse tissue reaction throughout the hip joint. It was also reported that patient previously had frank dislocations and sensations of subluxation. Clinic visits reported discomfort, limited mobility and walking difficulty. Lab results provided shows metal ion levels below 7ppb. Doi: (B)(6) 2007, dor: (B)(6) 2018, (left hip).

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.